Manufacturer narrative:
This report is submitted on16 july 2020.

Event description:
It was reported that the patient experienced chronic otitis media resulting in explant of the device in 2017 (specific date not reported).